Event description:
Additional information: it was reported that the cause of the event was "worsening of disease process". Imaging was performed on (B)(6) 2012 and results were negative for "loculation" (word unclear). Dose adjustments were made on multiple dates. A catheter dye study was performed on (B)(6) and results were negative. The patient experienced increased spasticity and was hospitalized. The patient diagnosis was in question and the reporter was getting second and third opinions on multiple sclerosis versus idiopathic dystonia. The patient outcome was reported as no injury.

Event description:
An overdose occurred following a catheter access port (cap) procedure. It was unknown if the procedure caused the overdose. The patient was not getting a good response to the dose, so a dye study was performed. One ml was aspirated and dye was injected. Approximately 2 to 3 hours post the dye study, the patient was not waking up but their vitals were stable. The pump was primed with 0.196 ml which was the listed catheter volume. It was believed that the patient received an inadvertent bolus, but was inquiring on reasons as to why. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk, (B)(4).

Manufacturer narrative:
(B)(4).